Event description:
Reported due to inability to remove device from pt. The laboratory technician attempted arteriotomy closure with perclose a-t (closer ak) device. The puncture site was reported to be low on the sfa and was approached at a 90-degree angle. Fluoroscopy was used to verify the access site and moderate vessel calcification was noted. The artery was described as approximately 6mm in diameter. The device was inserted without resistance and broke at the "o-ring" after minimal manipulation. A femostop was placed in order to prevent the sheath from migrating down the leg. The pt was taken to the operating room for device removal. The pt tolerated the 28-minute procedure well. The device was removed and hemostasis achieved. The pt returned to the ICU and was discharged in stable condition two days later. The pt did not experience an extended length of stay.